Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported issues, namely aux. Water flow has white residue and ad-borescope inspection of the control body identified kinks and metal inside the suction cylinder was caused not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaint. During device evaluation, white residue was observed in the auxiliary water flow, and ad-borescope inspection of the control body identified kinks and metal inside the suction cylinder. The service repair center indicated that the cause of the reported issues, namely white residue in the auxiliary water flow and kinks and metal identified inside the suction cylinder during ad-borescope inspection of the control body, was cause could not be established. There was no patient involvement.